Manufacturer narrative:
This report was initially filed for 1837-2100 3m PICC/cvc securement device +tegaderm i.v. Advanced securement dressing. We received additional information indicating the product used for this report was actually 1877-2100 3m PICC/cvc securement device +tegaderm chg chlorhexidine gluconate i.v. Securement dressing. This supplement report contains the corrected product information and additional patient information.

Event description:
Customer reported 1877-2100 PICC/cvc securement device +tegaderm chg clorhexidine gluconate i.v. Securement dressing was applied to a patient's subclavian central catheter site. After 10 hours of application, customer alleged the product loosened due to patient sweating which resulted in migration of the subclavian central catheter. Liposuction was reportedly used to remove vancomycin and tpn from the subclavian region and the subclavian central catheter was replaced.

Manufacturer narrative:
Pt info and date of event: information was not provided by reporter no known product issue. Customer reported product loosened due to patient sweating.

Event description:
Customer reported 1837-2100 PICC/cvc securement device +tegaderm i.v. Advanced securement dressing was applied to a patient's subclavian central catheter site. Customer alleged the product loosened due to patient sweating which resulted in migration of the subclavian central catheter. Liposuction was reportedly used to remove vancomycin and tpn from the subclavian region and the subclavian central catheter was replaced.